Event description:
Caller reported an error with continuous glucose monitor (cgm), specifically error 42. There was no reported impact to the customer¿s blood glucose level. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.